Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation determined that the system fault 75 and power failure were both single occurrences and were not reproducible during in-house testing. Further technical evaluation determined that the system fault 218 was due to a calibration issue. The device was recalibrated and serviced to address this issue. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed (B)(4) that system fault messages (sf 75 and 218) were observed on an astral device. This resulted in a device power failure. There was no patient injury reported as a result of this incident.